Manufacturer narrative:
Age: average. Sex, ethnicity: majority. Outcomes to adverse event: estimated. (B)(4). The devices were implanted and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information. The additional patient effects and device referenced in the literature, are filed under separate medwatch report numbers. Literature : post market clinical follow-up evaluation report balloon expandable peripheral stent systems.

Event description:
It was reported through a post market clinical follow-up evaluation report (pmcf) that the omnilink elite may be related to death. There was off-label use (use in unprotected arteries) with some cases. Specific patient information is documented as unknown. Details are listed in the article, post market clinical follow-up evaluation report balloon expandable peripheral stent systems

Manufacturer narrative:
A2: average. A3, a5b: majority. B2, b3, d6: estimated. D4: the UDI# is unknown because the part and lot number was not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. H6: device code 1494 applied as there was off-label use (use in unprotected arteries) with some cases. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. In this case, there was no reported device malfunction associated with the omnilink elite. The reported patient effect of death is listed in the omnilink elite instruction for use (IFU) as a known potential patient effect associated with the use of the device. The omnilink elite instruction for use IFU states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of = 5.0 mm and = 11.0 mm, and lesion lengths up to 50 mm. Based on the information reported through the post market clinical follow-up evaluation report (pmcf), a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.